Event description:
A distributor from denmark reported difficulties with the quick bolus/wake button on a customer's insulin pump, which was challenging to press and required multiple attempts to activate the screen. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the caller on proper button usage and confirmed the pump's display did activate despite the difficulty. As a resolution, they arranged for a replacement pump to be sent, confirming the warranty and returning instructions, while the customer continues to use the current pump.